Manufacturer narrative:
MDR . / initial 4 of 4. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient faced broken quick release on his infusion set while trying to take it off every time suggesting difficulty removing on 04 apr 2026.